Event description:
The device was connected to the patient, with an asystolic rhythm. According to the facility, device displayed a "cables not connected" message and the failed to deliver a shock to the patient. The patient was pronounced on scene. The facility indicated the patient outcome was not the result of device operation, due to lack of patient viability.